Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years of post-deployment, the patient presented to the hospital with right lower extremity pain, computed tomography (CT) abdomen scan from the previous year was reviewed and demonstrated complete scarring/fibrosis of the inferior vena cava from the filter caudad into the common iliac veins. Based on the imaging study that the filter was occluded with collateral vessel. Therefore, the investigation is confirmed for occlusion of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.